Event description:
Boston scientific received information that this patient recently came into the hospital due to a syncopal event for unknown reasons. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.